Manufacturer narrative:
(B)(4). Empty. The analysis results found that the (B)(4) device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through and the orange indicator was over traveled. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, ten clips were fired and then the device jammed as if the device was empty. But there were clips still in the device. Another device was used to complete the case with no patient consequence. (B)(4)